Manufacturer narrative:
Evaluation summary: one device was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly. No reported event was observed in the received sample. The device failed to meet specification as it was received or made available for evaluation. The cause of the observed condition was determined to be no defect. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had a lot of water inside. The customer reported that patient was coughing.